Event description:
It was reported that the customer was treated by the paramedics due to low blood glucose levels. Prior to the event, the customer missed a meal and passed out. The customer fell and damaged the screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.